Event description:
It was reported that the user experienced high blood glucose levels. The blood glucose reading was 423 mg/dl, which was treated with the insulin pump. The caller stated that only 3 sensors out of the 5 boxes would work. The blood glucose reading had been 130 mg/dl, and when it was last checked, it rose to 423 mg/dl. The user had waited 2 hours to treat with insulin, treated at meal time, and in less than 1 hour, he was hungry again. He ate crackers and yoghurt, ate 15 grams of food and treated with 0.5 units of insulin. The caller stated that the insulin pump alarmed lost sensor as well. The caller stated that the sensor had worked fine for 1 day, and started acting up over the 4 days it was being used. The caller reported that there was no issue with the insulin pump and declined troubleshooting assistance for the high blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.